Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One turbid active cassette in a tray was visually inspected. The tubing on the spike was detached from the vent spike in the returned condition. No adhesive was found on the distal end of the tubing. In addition to the returned product, a picture was also provided which shows the tubing detached from the spike. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation identified the tubing on the spike was detached from the vent spike which the root cause is related to an error caused during the suppliers manufacturing process. The supplier has been notified of this complaint and will take appropriate actions as necessary. All lots are verified that all required inspections have been performed, and all acceptance criteria are met. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that tubing of the fluid management system disengage from the spike and the anterior chamber of the patient collapsed during the cataract with intraocular lens implant surgery. The surgery was completed after replacing the product with another one. There was no impact to the patient.